Event description:
It was reported that the patient underwent a revision procedure due to the device being out of order and damaged, the patient presented to the physician with recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Two weeks following the procedure the patient developed a local infection and urethro-cutaneous fistula. The implanted aus was explanted on (B)(6) 2020 and the patient is recovering.